Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned for analysis in one piece. Final analysis found an external insulation abrasion was noted at 5.6-6.1 cm, 7.4-8.7 cm, and 8.8-9.0 cm from the distal tip consistent with lead friction to another device or feature of the heart.

Event description:
This report is to advise of an event observed during analysis.